Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture ingress was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/16/2017 with the following findings: during investigation, the battery compartment was cracked above the grip pad. The returned battery cap threads were stripped and the battery cap was unable to fit. A test battery cap was used for testing. Evidence of moisture corrosion was found in the battery canister and on the battery cap. The pump cover was removed to find no further moisture to the printed circuit board.